Event description:
Pt diagnosed with closed head injury/right occipital epidural hematoma. While removing epidural drain, the drain broke and a portion of the drain was left in the epidural space. On 3/19/98, under local anesthesia/IV sedation, the pt returned to or and the wound was re-opened, burrhole identified and portion of retained drain was removed with kelly clamp without complications.